Event description:
(B)(6) 2022 mp. The target lesion was located in a coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device was fractured at the mid proximal shaft before entering the body. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 57.4cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device. The device also had unreported numerous kinks.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device was fractured at the mid proximal shaft before entering the body. The procedure was completed with another of same device. There were no patient complications reported.